Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during fill tubing, no drips of insulin were seen at the end of the tubing. The user disconnected the luer lock connection and did not see insulin coming out of the patient line. The user's blood glucose (bg) level was 495 mg/dl. The user addressed bg level with a bolus. The user changed all the supplies.